Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use and the wireless footswitch lost connection with the base station. The procedure was completed using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was blinking red, whilst the battery indicator was lit up in red, which indicates that there was an error in the wireless connection. The wireless connection with the base station was not re-established even after the battery was removed and reinserted. The fse ordered and replaced the wireless footswitch to resolve the issue. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction z-0476-2022. Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch could not be used. The system was in clinical use. No harm has been reported to philips. The customer was able to complete the procedure using a wired foot switch. A philips field service engineer (fse) inspected the system onsite and confirmed that battery indicator on the wireless footswitch is red, and the communication indicator is flashing red. The fse placed a replacement order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.